Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (concentration of 2000, at a dose rate of (B)(4)). It was reported that the pump seemed not to work well, and patient showed pain symptoms. The environmental/external/patient factors that may have led or contributed to the issue was reported as the patient was not feeling well. The pump seemed not to dispense baclofen with effectiveness. It was decided to replace the pump and the bell which was connected to the pump. The issue was resolved at time of report. The patient's status was alive - with injury further reported as the patient said he didn¿t feel good and 4/5 days for a month he felt underdosing. The patient's age, weight, and medical history were asked, but unknown. It was further noted that the bell was in reference to the catheter connection. The new pump was implanted on (B)(6) 2024.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. The catheter was received separated from the pump. The partial catheter returned consisted of the proximal catheter segment and suture-less connector (sc) assembly. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sc identified coring/tearing in the cup of the connector. The catheter segment was patent; however, leaking was identified regarding pressure testing. Analysis also noted evidence of explant damage to the sc. Analysis noted that the white silicone boot of the sc was out of position as well as slices in the sc boot material that is consistent with tooling used to assist removal. Analysis further noted damage to a retaining ring finger of the sc that is also consistent with tooling used during removal from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.